Manufacturer narrative:
Section h6 g07002 - image drive of the image processing unit the investigation of the reported event was completed with the following result. The on-site service intervention revealed that a defective potentiometer on the transverse movement of the table was preventing 3d operation (movements) of the system. Following the replacement of the defective potentiometer, 3d movements were possible again, however, stopped again after taking a few images. Further log file analysis showed that the acquisition aborted due to an image processing unit (ipu) buffer overrun, which was a result of performance issues in writing the images to the image drive. As part of the troubleshooting, the gigalink receiver adapter (gra) card in the image acquisition system (ias) pc was replaced as temporary solution. The issue was resolved by replacing the image drive in the ias pc. However, the detailed investigation of the replaced image drive did not reveal any errors. Therefore, no conclusive root cause could be determined. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q biplane. No 3d run was possible on the system during a neurology interventional procedure. Additional information confirms that the procedure was stopped and postponed without any complication to the patient. We have no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.